Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 07/08/2015, electrode belt: 11/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on the morning of (B)(6) 2019. The patient was reportedly at home in the bathroom when the alarms started. The patient's daughter was in another room and does not remember what the lifevest was saying. The patient was reportedly unconscious and did not press the response buttons. The patient's daughter found the patient and initiated CPR. Clinical review of the download ECG data, indicates that the patient received an inappropriate shock prior to passing. The device detected asystole twice between 09:46:28 am and 09:49:03 am on (B)(6) 2019. The ecgs show an idioventricular rhythm at 30 bpm degrading to asystole with motion artifact. At 09:51:13 am, the device detected an arrhythmia while the patient was in asystole with CPR artifact. The detection stopped at 09:51:28 am. Between 09:54:59 am and 09:57:33 am, the device detected asystole while the patient was in asystole with CPR artifact. At 09:58:04 am, the device detected an arrhythmia while the patient was in asystole with CPR artifact. Gel was released at 09:58:31 am and a treatment shock was delivered at 09:58:46 am while the patient was in asystole. The post-shock rhythm was asystole. The device declared a non-treatable rhythm at 09:59:14 am and the electrode belt was disconnected at 09:59:16 am. The response buttons were not pressed during the treatment event. CPR artifact contributed to the false detection. The patient subsequently passed away on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.